Manufacturer narrative:
No catheters were retained for return engineering analysis. The md requested an investigation be conducted on the cvx-300 excimer laser system to assure it was running within specifications. The laser was taken out of service until a field service engineer arrived. The engineer was dispatched emergently the following morning and conducted a full evaluation of the laser system. Two hospital staff work with the fse while he turned the system on, warmed it up and calibrated two different 2.5mm reference catheters. The system operated correctly and within expectations. The covers were then removed and two minor items were out of specification. These were the thyratron htr and res voltage and the fpm voltage. These do not affect the overall performance of the laser system and they were adjusted to specification. The net result is that energy output was within specification, pulse to pulse energy was stable and the unit operated correctly passing all operational qualifications of the calibration procedure. After completing this inspection, the system was released for clinical use.

Event description:
This was a cardiac lead removal case conducted in the hybrid suite of the operating room with the intent of removing all 3 leads (rv x 2 and ra) due to lead erosion and infection. The patient's case was originally scheduled for (B)(6) 2011, but was rescheduled for (B)(6) 2011 due to internal hospital issues. The patient was placed under general anesthesia, arterial line was placed and fluoroscopy was in use during the procedure. Two members of the cardiac surgical team were present and a pericardiocentesis, thoracotomy and open chest tray were opened if needed. The md opened and cleaned the pocket, removed the ICD and prepped the 15 year old rv lead with a lld-ez and a lld#2 for both 8 year old ra and rv leads. The md began lasing over the 15 year old rv lead with a 16f sls and a 16f visisheath 33cm with ease. Suddenly the patient's arterial pressure dropped and fluoroscopy confirmed cardiac silhouette slowing. The CT surgeon was paged and an emergent pericardiocentesis was performed. At 2 minutes the surgeon had not returned the page so a second page was placed. At 7 minutes, the CT surgeon still had not returned the page. The perfusionist was called to place the patient on bypass. By this time the md had pulled reportedly 100 - 120cc of blood from the pericardiocentesis. The patient's pressure partially recovered in the low 100's, but again dropped. Approximately 15 minutes later, the surgeon entered the hybrid operating room suite in street clothes, gowned and gloved and 25 minutes after the initial page opened the patient's chest. A perforation of the svc was found and successfully repaired. The patient was then taken off bypass and again it was noted on fluoroscopy there was a perforation. A long perforation of the subclavian vein was found and was unable to be repaired. The patient remained asystole and ultimately pronounced dead.